Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began dianeal pd1 1.36% therapy, 1.5 l, 4 times daily, ip. On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy dialysate, abdominal pain, diarrhea, and elevated body temperature. On (B)(6) 2010, the patient began remedial medication with vancomycin ip, and levofloxacin 250 mg po. On (B)(6) 2010, the patient was hospitalized for the events and dianeal pd1 1.36% was switched to physioneal unspecified therapy. The patient's condition improved after dianeal was withdrawn. On (B)(6) 2010, vancomycin and levofloxacin therapies were completed, and the patient was discharged. The events were resolving. The peritonitis did not recur after switching to physioneal unspecified therapy. The reporter did not provide an opinion of causality for the events.